Manufacturer narrative:
Result of investigation: a vyaire service tech arrived on site to replaced main board. Replaced successfully. Ran operational verification procedure, ran ex flow calibration and ran fio2 calibration. All tests passed required criteria. Unit meets factory specs.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical that the vela ventilator occurred ventilation inoperable. It was confirmed that there is no patient involvement associated with the reported event.